Manufacturer narrative:
Additional information: section g.2. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated, and they are hearing on all electrodes. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with no sound perception. An x-ray confirmed electrode migration. On december 13, 2025, the recipient's device was repositioned.